Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated device interrogation on (B)(6) 2016 revealed a motor stall occurred on (B)(6) 2013 at 14:46 with a motor stall recovery at 14:53. There was also a motor stall occurring on (B)(6) 2013 at 16:21 with a recovery at 17:18.

Event description:
Additional information received indicated that the cause of the motor stalls is not known. There was no documentation that there was or was not magnetic resonance imaging (MRI).

Event description:
Information was received from a physician via product surveillance registry (psr) regarding a patient receiving intrathecal morphine 15 mg/ml at 8.994 mg/day, bupivacaine 15 mg/ml at 8.994 mg/day, and clonidine 250 mcg/ml at 149.90 mcg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. The pump logs provided indicated a motor stall occurred on (B)(6) 2013 at 14:32 and recovered on (B)(6) 2013 at 14:39. A second motor stall occurred on (B)(6) 2013 at 16:07 and recovered on the same day at 17:04. Patient symptoms were not reported. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.